Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube detachment from connector event on (B)(6) 2024. The site of detachment was tubing connector. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: reference samples were not able to be tested for visual and static test due to the samples were used in a special investigation. Test report complaint (B)(4) complaint test report. Device history record (DHR) review: the lot 6006743 was manufactured according to the work instruction (wi) version 112 manufactured in the line 3, on 27/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 23/may/2025 against malfunction code evaluated tubing detached from tubing-tubing connector and lot 6006743 and other no complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no tests for retention samples, no non-conformance (nc) raised during production, complaint unable to confirm as failure of the device, no other complaint received on the lot in question and malfunction code.

Event description:
To date no additional patient or event details have been received.